Manufacturer narrative:
Per field service representative (fsr), he observed no error message during scheduled preventive maintenance (pm). Batteries were installed as part of the pm and multiple power cycles were performed without error. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2018 the system is powered on and the power manager reports "supply voltage failure 12 (27.258v)" and supply voltage failure 13 (540 ma)". Either of these events will cause the power manager to disable the battery charger and display the message "battery cannot be charged" as reported. The system was left powered on until (B)(6) 2018, and likely the battery message was not seen until (B)(6) 2017. After a power cycle the errors no longer occurred. Supply voltage failure 12 (27.258v) - ID_battery_circuit_fail (vbat); supply voltage failure 13 (540 ma) - ID_battery_power_failure (max startup current).

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, a "battery cannot be charged - full backup may not be available" message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the unit is regularly left plugged in and turned on to remain properly charged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.